Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other proglide device is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using two proglide devices via a 16fr sheath, after a vascular surgeon interventional procedure. Reportedly, when removing the plunger, the suture could not be found with both proglide devices. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Lot number updated from 8071741 to 7100942. Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.